Event description:
It was reported that a crack was observed in the tubing of the transfer set near the twist clamp of the device. It was unknown how long the transfer set had been in use with the noted crack. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection, functional testing, and simulated therapy was performed and the device was not found to meet product specifications. The reported condition was verified. Upon conclusion of the investigation, the cause of the reported problem was determined to be a hole in the tubing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.